Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. The insulin pump was unable to confirm needle complaint due to customer return sensor no needle.

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that it hurt inserting the sensor. The customer was educated on the proper insertion technique of the senor and was sent new sensors. The customer stated they had a bent canula. The customer was advised to send the old sensors back for analysis. No further information was provided.